Event description:
It was reported that the patient underwent an ion-assisted endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was located in the lingula very close to the pleura. The procedure was completed as planned with no delays. The initial post-procedure chest x-ray was unremarkable. An hour later, the patient complained of chest pain, and a repeat chest x-ray revealed a large pneumothorax. A chest tube was placed immediately. The patient was admitted for 24 hours, then the chest tube was removed, and the patient was discharged home. The physician reported that the pneumothorax was not ion related. The physician believes that the patient¿s comorbid conditions of active smoking and significant chronic obstructive pulmonary disease (copd) were contributory to the event. The procedure was classified as high-risk due to the location of the target nodule. The physician believed that the pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.